Event description:
The following events were noted through a periodic article review: it was reported that a retrospective study was performed on 5,945 pts between (B) (6)2002 and (B) (6)2006, having percutaneous intervention using bare metal stents (bms) (68%) and drug eluting stents (des) (32%). There were 3,145 of those who received multilink or vision stents. The purpose of the study was to evaluate predictors of stent thrombosis in clinical practice after the use of drug-eluting as well as bare-metal stents (bms), including adherence to FDA indications for des. A total of 56 pts with bms and 20 pts with des developed definitive stent thrombosis within 1 year after stent implantation. As a result, 12 pts died and 45 experienced non-fatal myocardial infarction. A total of 243 pts experienced acute myocardial infarction, 47 developed restenosis, and 85 had chronic total occlusion. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The unk multi-link stent indicated is being filed under a separate medwatch MFR number. Although, it is not known what specific vision product was used, a review of the rx/otw vision instructions for use noted that the reported pt effects of restenosis, occlusion, thrombosis and myocardial infarction are known adverse events associated with coronary stenting procedures. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.